Manufacturer narrative:
Concomitant medical product: product ID: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and the implantable cardioverter defibrillator (ICD) system was removed. The patient was treated with antibiotics. The ICD system was not replaced. No further patient complications have been reported as a result of this event.